Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (400s mg/dl) and the a1c had increased over the past 6 months. A corrective bolus was delivered to address the bg level. The customer was not sure what caused the high bg; however, the customer did have a sinus infection and was taking medication. The current bg was 130 mg/dl. The customer's healthcare provider advised the customer to take a "pump break" and insulin pens were to be used for insulin therapy.